Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. This event occurred in (B)(6). The patient's test strips were returned for investigation. The returned product was measured in with a retention meter and a retention control sample. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr. Qc 2: 2.9 inr. Qc 3: 3.0 inr.   All inr values were within the specified target ranges, confirming the functionality of the coaguchek test strips at issue. No error messages occurred. The meter was received for preliminary investigation. The patient result log from the meter does not show the alleged value of 2.9 inr on (B)(6) 2021. There was a result of 2.6 inr with a date of (B)(6) 2021. This is the most recent result prior to the lab result on (B)(6) 2021. The meter is being investigated further. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged that questionable results from coaguchek xs meter serial number (B)(4) led to a transient ischemic attack for 1 patient. The meter results were compared to a laboratory result using an unknown method. On (B)(6) 2021, the meter result was 2.9 inr. The result was obtained in the evening, but the exact time the result was taken was not provided. On (B)(6) 2021, the laboratory result was 1.97 inr. The exact time the result was obtained was not provided. On (B)(6) 2021, the patient was admitted to the hospital for a transient ischemic attack (tia). It is alleged that the high meter results were the reason the patient takes too little marcumar in her medication regimen. While in the hospital, the patient received laboratory tests, imaging studies, ECG, echo cardio, brain MRI, CT scan, ultrasound sonography of the abdomen, cardiac ultrasound, and continuous blood pressure. No actual results of these tests were provided. The patient was diagnosed in the hospital with having had a tia. While in the hospital, the patient¿s marcumar intake was adjusted to get the patient into her therapeutic inr range, which is 2.5 ¿ 3.5 inr, but no information about the dosage at the hospital was provided. The patient was hospitalized until (B)(6) 2021. The patient¿s daily marcumar dosage up to the date of the tia event was "1 ½ tablets." Post-hospitalization, the patient¿s marcumar schema remained the same. On (B)(6) 2021, the patient received a result of 2.0 inr, through a blood draw, at the cardiologist's office. On (B)(6) 2021, the patient received a result within the therapeutic range, through a blood draw, by her primary care physician. The numeric result was requested, but not provided.

Manufacturer narrative:
The first measurement inr post-event documented in the returned meter's memory file was on (B)(6) 2021 (date of release from hospital) at 22:13 and the result was 3.0 inr. The brain CT scan on (B)(6) 2021 showed no findings of bleeding or infarct demarcation. The head MRI on (B)(6) 2021 showed no findings of (sub)acute ischemia. On (B)(6) 2021 the results of the doppler-duplexsonography of the patient's brain supplying vessels showed low grade atherosclerosis without evidence of stenosis. During the patient's hospitalization from (B)(6) 2021 to (B)(6) 2021, the laboratory inr results were: on (B)(6) 2021 the laboratory result was 2.44 inr while taking 1.5 of a marcumar tablet. On (B)(6) 2021 the laboratory results were 2.26 inr, 2.42 inr, and 2.34 inr while taking 1.5 of a marcumar tablet. On (B)(6) 2021 the laboratory result was 2.44 inr while taking 1.5 of a marcumar tablet. On (B)(6) 2021 the laboratory result was 2.47 while taking 1.75 of a marcumar tablet. On (B)(6) 2021 the laboratory result was 2.65 inr while taking 1.5 of a marcumar tablet. The therapeutic schema of anticoagulation treatment and the therapeutic range for the patient have not been changed post-event and or during hospitalization. The patient's meter was further investigated. The returned product was measured with retention strips lot: 43492610 and a retention control sample. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.1 inr the returned meter was measured with retention strips lot: 43492610 and a high retention control sample. Testing results (qc range: 4.1-6.8 inr): qc 1: 5.4 inr qc 2: 5.4 inr qc 3: 5.4 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred.